Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 12 days after implantation. The doctor indicated that local infection may have caused the implant removal. The patient has history of hypertension and tobacco use and has been recovered without complications.